Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient's husband claimed that after the patient experienced a sensor failure error, he removed the sensor pod and the sensor wire was not present. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).